Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Evaluation summary (B)(4) no anomalies found, distal conductor and several conductors distorted, defib conductor fracture (overstress), blood/body fluid outer tubing overlay, outer tubing kinked/buckled, inner tubing torn, outer tubing overlay breached cut, outer insulation white substance and cosmetic depression, lead stretched, apparent explant damage. Partial lead in segments returned and analyzed.

Event description:
An allegation from an attorney indicated the lead had exhibited a fractured and/or was explanted. Additionally, it was alleged that the patient "experienced inappropriate and /or excessive shocking" and undefined "complications," and the patient is deceased.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged that the patient "experienced inappropriate and /or excessive shocking" and undefined "complications," and the patient is deceased.